Manufacturer narrative:
This report is submitted on 31 march 2020.

Event description:
Per the clinic, the patient experienced issues with magnet retention that could not be resolved. Subsequently the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted (B)(6) 2020.